Event description:
A pt was intubated with a left 39 fr double lumen endobronchial tube. An observing physician immediately noted after intubation that the extension appeared to be on the incorrect side. The pt was extubated and re-intubated with another tube. The tube was visually inspected and the tube extensions lumens were reversed on the tube. There was no pt injury or adverse event to the pt.